Event description:
It was reported that during a stenting procedure, stent damage occurred. After implanting the stent, while looking at pictures, the physician has noticed an abnormal strut configuration of deployed stent on the screen. No patient complications were reported. The patient's condition was reported as okay.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).